Manufacturer narrative:
Product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50 . Serial: (B)(6). Batch: 20865425. Product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 20865425. Product family: scs-linear leads upn: m365sc2317700 model: sc-2218-50 serial: 3033101 batch: 19275536

Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure for an unknown reason, despite good faith efforts. No additional information was available and no adverse patient effects were reported.